Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient complained about a progressive decrease in his ability to hear. Now he just hears noise and no longer has any speech understanding. The audiologist tried another speech processor and monitored the patient performance. An increasing number of electrode channels have very high impedances.